Event description:
Customer reported implementing a new ris and noticed at least 3 instances of patient images with incorrect demographics.

Manufacturer narrative:
Isite pacs is a software product. Philips is able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available on the available information at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation.